Event description:
The pump was returned for mechanical hardware failure (av sticky valve). Unit started up with no errors. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and fva output pin has debris. Cleaned all fva pins. Lever boot retaining plate is damaged. Fva lip seals and lever boot retaining plate will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump that needs to be sent out for repair, no patient harm connected to it. S/n: (B)(6) alerts service needed a short time after starting a pump cycle. Pump was thoroughly cleaned at least 2 times before determining that the pump needs to be sent out." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). . An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.